Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a note that stated, "door broken". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken. The door did not close completely, and the device failed to initialize and recognize the cassette. The missing door roller prevented proper actuation of the regulator closer on the device mechanism. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.